Manufacturer narrative:
(B)(4). (B)(6).

Event description:
On (B)(6) 2015 a patient (pt) contacted our affiliate in (B)(6) and reported the following: "more than one time a hospital also trialed me for acuvue, about 6 months ago I tried 6 pairs of acuvue and there have been two pairs that have issues, for example one of the right lenses is bad on the edge and it cut my eye, causing an ulcer and I opened the blister one week ago." The pt also reported that "in a box of 6 pairs there are already 2 that are in bad shape." The pt reported that he/she "discussed it with the hospital and they don't give me an answer via email, only by telephone. The optical tells me that they only order and sell them, they don't take care of anything and if I have an ulcer in my eye and it is impossible to insert the lens because the edge is completely rough and it cuts." The pt reported that he/she has been a contact lens wearer for years and has worn a competitor product in the past. On (B)(6) 2015 the pt called to report the following information: "pt reported discomfort os a couple of hours after inserting a fresh lens approx 1 month prior." The acuvue product is reported to be acuvue oasys brand contact lens. The pt reported that he/she removed the os contact lens and discarded it and wore glasses for a couple of days. The pt reported that he/she inserted "another pair of lenses on (B)(6) 2015 and immediately felt discomfort." Pt reported that he/she continued to wear the suspect contact lens for a couple of hours and discomfort became worse. The pt reported that upon removal of the lenses he/she "saw that the edges were jagged." The pt reported that he/she "felt like a knife was cutting his/her eye." The pt reported that he/she saw an eye care professional (ecp) at a hospital and was "treated for od ulcer with some drop (medication unknown) that he is instilling bid." The ecp information was requested to obtain additional medical information, but the pt reported that he would send the requested information by e-mail as he didn't have it available at the time of the call. The product was requested for return for evaluation, but it has not yet been received. On (B)(6) 2015 an e-mail was received from the pt. No additional medical information was reported. The pt refused to provide the ecp information. A lot history review was performed for lot # l0029vv and revealed the batch did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. If additional information is received it will be reported within 30 days of receipt. Serious reportable event trends are reviewed quarterly in franchise management review meetings.